Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
It was reported that the tracheostomy tube was checked prior to use. One minute after intubation air leaked from the tracheostomy tube's pilot balloon. The pt was re intubated.